Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The referenced camera head was returned for evaluation. The customer¿s reported issue could not confirmed/reproduced as the image was not blacked out or noise was generated. No abnormality was confirmed. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (ot) was informed that the customer camera head¿s image reportedly ¿blacked out and noise appeared for a moment¿ when the camera head cable was moved during preparation for use. The practitioner discontinued the examination under monitor observation and continued to look directly into the fiberscope to complete the examination. No patient injury or harm was reported to olympus.

Manufacturer narrative:
The referenced camera head was returned for evaluation. The customer¿s reported issue could not confirmed/reproduced as the image was not blacked out or noise was generated. No abnormality was confirmed. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (ot) was informed that the customer camera head¿s image reportedly ¿blacked out and noise appeared for a moment¿ when the camera head cable was moved during preparation for use. The practitioner discontinued the examination under monitor observation and continued to look directly into the fiberscope to complete the examination. No patient injury or harm was reported to olympus.